Event description:
It was reported that the customer had a button error alarm and a battery out limit alarm. Customer's blood glucose level was 7.5 mmol/l. Customer took the battery out after the pump vibrated for the button error. Customer stated that they cannot clear the battery out limit alarm. Customer took the battery out for more than 10 minutes to try to resolve the issue. It was explained that this is normal pump behavior and it did not rest time/rewind due to the button error. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm or battery out limit alarm noted during our testing. Unable to perform operating currents test or displacement test due to unresponsive keypad button. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.